Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image black-out/flickering issue during angulation could not be determined, however, the issue was likely the result of damage to the charged-coupled device (ccd) unit due to physical stress during user handling. The event may be detected by following the instructions for use section below: ¿- inspection of the endoscopic image¿ in addition, the following non-reportable malfunction was found during the device evaluation: - image noise upon angulation olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that a bronchovideoscope had a screen blackout during angulation. No procedure involved. There was no patient under sedation. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.